Event description:
As reported by the user facility: the vent cap fell off when the vent cap was opened. This resulted in a chemo (doxil) spill. The clinician was gowned and gloved, and was not exposed to the drug. During a f/u call to the facility, the reporter confirmed there was no pt/staff injury or intervention required as a result of this incident. The reported also stated that the whole hydrophobic 1.2 micron filter (not just the plastic flip cap) had come off the drip chamber assembly.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If additional pertinent info becomes available, a f/u report will be filed.